Event description:
A baxter service technician found that a homechoice system failed the performance specification of heater bag temp; fluid was delivered out of sepecification.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was evaluated for the issue of returned instrument test / evaluation (rite) failure (heater bag failed performance specification). The device was received operational and in good condition. The device passed the hc rite electrical test, but had failed the hc rite functional test, and was determined not to meet performance specification requirements per rite testing. The baxter's product analysis lab (pal) evaluated the hc device and no failure or malfunction was identified that could have caused or contributed to this failure. The device passed when retested. The cause was undetermined. A review of the device logs revealed no anomalies. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.